Event description:
The account alleged the head of the bed would not go up. No pt impact.

Manufacturer narrative:
The technician found the bed was low on hydraulic fluid and filled it to resolve the issue.